Event description:
Consumer of amo complete moistureplus was diagnosed with a corneal ulcer in 2007. Took 2 months to treat. Infection cleared, however, I was left with permanent scar tissue. Once cleared, attempted to wear my contacts again. Wore my contacts twice using complete moistureplus. I again begain experiencing symptoms that I experienced previously. Went back to the dr who once again diagnosed another corneal ulcer. To date, I have spent well over $200 in medical bills to treat the eye infection. Used in 2007.